Event description:
The patient received the scs system on (B)(6) 2011. It was reported that during the permanent procedure intra-operative testing, once the lead extensions were connected to ipg, the programmer read high impedance values on all contacts. The physician disconnected and reconnected the extensions from the ipg but impedance was still high. The physician disconnected and reconnected the extensions from the ipg but impedance was still high. The physician then connected the leads directly to the ipg and contacts read valid impedance values. The ipg pocket was moved to a higher position to accommodate connecting to the leads. No further patient complications were reported.

Manufacturer narrative:
Results: the returned products were visually inspected. Both the extensions revealed discoloration in the header. Continuity testing was performed on both extension leads while twisting, bending, and stretching the lead and no anomalies were observed. Continuity testing was also performed from each channel to all other channels and passed. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.